Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr) from the implantable cardioverter defibrillator (ICD) device. The device remains in use. No further patient complications have been reported as a result of this event.